Manufacturer narrative:
The customer did not request service for the system. No sample was sent for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system as no serial number was provided. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported the illuminator module popped out in the middle of the case. The customer could not push the illuminator module back in. A red stop sign displayed and the system required a reboot. The customer was able to then reinstall the illuminator module. The case was completed as planned. No patient injury was reported.